Event description:
Catheter was inserted (B)(6) 2015. Post insertion-bleeding and hematoma to exit site and chest area above insertion site. Infusion and withdrawal well until february 16, 2015. Unable to withdrawal from red lumen, lines reversed. Once lines reversed, blood oozing out of exit site. Unable to run dialysis treatment. To operating room for line change.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.